Event description:
Medics responded to a cardiac call, patient found apneic and pulseless. Disposable defibrillation electrodes were attached to the patient, and the device placed in paddles lead. The patient was diagnosed as in v-fib. Reportedly immediately after the second shock was delivered the device, turned off and back on, the serivice light illuminated, and the "push shock button" message was still displayed on the screen. The patient's rhythm went from pea back into v-fib and another shock was delivered. The patient was intubated and etc02 monitoring started, another shock was delivered. The patient was transported to the hospital. The service light had remained on for the duration of the call. The reporter stated there were no adverse effects to the patient has a result of device operation.